Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were observed in the ventilator's downloaded error log. The device's software was reloaded to address the issue. The repair of the device is still in progress, pending customer approval of the estimate.